Event description:
It was reported that the patient¿s first implant ¿got messed up.¿ the patient noted that it only worked for four or five months and ¿then was send electrical impulses.¿ the patient noted that they never found out what happened. It was noted that the patient was ¿charged for another one.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 399945, lot# j0455383v, implanted: (B)(6) 2005, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. (B)(4).